Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that the target lesion was in the mid lad. The rx mini vision stent was lost in the right radial artery during use. Resistance was felt during removal of the stent delivery system (sds) after a failed attempt to cross the lesion, during removal, it was noted that the stent was 50% off the sds. The guiding catheter and the sds were removed together; however, the stent dislodged of the balloon into the artery. The stent was compressed against the vessel wall in the right radial artery using a dilatation balloon. Another company's stent was delivered without issue past the same lesion. The pt is reported to be doing well, with no complications. No add'l event or pt info is available.

Manufacturer narrative:
.